Event description:
Reporter indicated a vns therapy patient had a revision surgery due to the patient complaining of a lead tugging sensation and discomfort. Good faith attempts to obtain additional information have been unsuccessful to date.